Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported).

Manufacturer narrative:
This report is filed january 19, 2015.